Event description:
It was reported that patient underwent initial total right hip arthroplasty on (B)(6) 2010. Patient reported having pain in the hip, groin and thigh areas, and that his right leg is now shorter than his left leg. Patient reported he has had two hip aspirations with normal lab results. There has been no revisions reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿undesirable shortening of limb." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿